Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Stent: rx acculink 10.0 x 40mm. Other: bivalirudin. Embolic protection: rx accunet. There was no reported product deficiency. The reported patient effect stroke is a known adverse event as listed in the xact instructions for use. Although a conclusive cause for reported patient adverse effect and relationship to the device, if any, could not be determined, there is no indication of product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that an xact stent and an rx acculink stent were implanted in the 55 mm long lesion in the left internal / left common carotid artery. Post stent implantation, the patient experienced aphasia, loss of movement on the right side and inattention which was diagnosed as a stroke. On (B)(6) 2011, the patient was discharged to a rehabilitation facility, condition improved. There was no additional information provided.